Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while using the hemopro 2, the gray seal on the btt short port had a slit in it and would not seal the gas in the surgical site. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).